Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced an inaccuracy and an event that required paramedic intervention. At the time of contact, the patient was in normal condition. Additional event details are not known. Data was not received for evaluation the reported event of inaccurate cgm values could not be determined. A root cause could not be determined